Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). Unique device identifier (UDI #): the UDI is unknown because the device information was not provided.

Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed one of the patients leads migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.